Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient was reimplanted with another cochlear device in the contralateral ear. The recipient is reportedly healing well.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt as well as damage on the silastic overmold on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.